Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired due to unspecified cause. At the time of the patient's death, there were no product performance allegations. New information received indicates that this patient's family has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device within the claim.

Manufacturer narrative:
As of this report, the device has not been returned for analysis. There is no additional information related to this event, if additional information becomes available the event will be updated. On june 17, 2005, guidant corporation (now boston crm) issued a physician communication regarding deterioration in a wire insulator within the lead connector block which, in conjunction with other factors, could result in an electrical short circuit that can prevent the delivery of shock and pacing therapy. Changes to try to prevent this anomaly were made april and november of 2002. This device was manufactured before april 2002, and is included in this population.

Manufacturer narrative:
As of this report, the device has not been returned for analysis. There is no additional information related to this event, if additional information becomes available, the event will be updated. On (B)(6) 2005 guidant corporation (now boston scientific) issued a physician communication regarding deterioration in a wire insulator within the lead connector block which, in conjunction with other factors, could result in an electrical short circuit that can prevent the delivery of shock and pacing therapy. Changes to try to prevent this anomaly were made in (B)(6) and (B)(6) 2002. This device was manufactured before (B)(6) 2002, and is included in this population. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis determined that this device met specifications and was not exhibiting the behavior listed in the physician communication.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired due to atherosclerotic heart disease. At the time of the patient's death there were no product performance allegations. New information received indicates that the patient's family has since retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device within the claim. At a later date, the court case was settled and the ICD was analyzed.